Manufacturer narrative:
Other relevant device(s) are: computer 9735368, (B)(6) embedded. A medtronic representative went to the site to test and service the equipment. The computer was replaced. The navigation system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic for further evaluation, and analysis results became available. After powering on, the computer froze at "loading, please wait..." Status. The computer would not finish booting. The memtest86 also noted errors. It was stated that the boot issue was most likely being caused by a bad ram memory module. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that prior to a case the system was booting on and it became unresponsive, so the site performed a hard shutdown. After the reboot the system would not boot through the entire linux sequence. It would get past booting the kernel and then stop. The site representative who called in confirmed there was not a cd in the cd drive. It was stated that the computer fan sounded as if it was constantly running. There was no patient present.

Manufacturer narrative:
Additional analysis results became available. Analysis found that the computer had a failure mechanism related to a ram malfunction, and that the boot issue was most likely being caused by a bad ram memory module. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.